Manufacturer narrative:
Concomitant products: product ID 3587a, lot # l45133, implanted: (B)(6) 1997, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1997, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient could no longer turn stimulation on. It was noted that the patient had been in a car accident (B)(6) 2013. The patient stated that after the accident the stimulation ¿had caused pain in her back and she would turn it on 2-3 times a day.¿ information pertaining to related event (B)(4)was omitted from this report. Additional information received reported that the patient had an appointment with her healthcare professional (hcp) tomorrow ¿due to not being able to turn her implant on after she had turned it off the night prior¿, ¿about 3.5 weeks ago.¿ it was reported that the patient was in pain because she didn¿t have use of her implant. Additional information received reported that a possible problem with the implantable neurostimulator (ins) was suspected/alleged. It was reported that there were telemetry issues.